Manufacturer narrative:
(B)(4).

Event description:
The manufacturers' representative had no additional information regarding this event and had no prior knowledge of this event. Additional information form the health care professional (hcp) reported that the symptoms that accompanied the lead issue was that the patient was unable to void and the patient was unable to feel the leads. The troubleshooting done was that they attempted to reprogram the device. The leads were surgically replaced on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10k5t, implanted: (B)(6) 2015, product type: lead. See MFR. Report #3004209178-2016-05305 regarding a previous lead revision the patient experienced.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient underwent a lead revision and the issue may have been due to bending or the patient being roughly placed in his chair. The instance was confirmed with an x-ray and the event occurred about two weeks prior to (B)(6) 2016. The patient was noted to be quadriplegic and communicated through a computer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.